Event description:
Event description guidant/crm received information that due to a possible short condition in the endotak c lead (the device indicated <10 ohms impedance when they did a test shock). The physician elected to replace the endotak lead and put in a sprint lead. A suture was noted tided down without the protection of a suture sleeve. Physician was concerned that possibally the high voltage coils have been 'shorted' together at the point of the suture.